Manufacturer narrative:
Needle ejections are rare but known technical issues happening in the context of the use of dermal filler products. They are usually due to an incomplete or inadequate screwing of the needle onto the syringe. No patient consequence is usually reported, but in the hypothetical occurence of an ejection into the patients eye, serious health consequences should be reported. Complete screwing instructions are provided in each products instructions for use.

Event description:
The present incident happened outside of the u.s., in (B)(6). According to the received information, after injecting 0.2ml of teosyal rha2 with the needles provided in the box, the practitioner experienced a needle ejection. It is reported that the syringe and the needle decoupled, and that the remaining gel was spilt onto the patients face. No clinical consequence for the patient was reported.